Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Surgical technique sap: review surgical technique sap 3045-jp-en rev 0: the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding "set screw locking": after the tls is placed, the pre-assembled setscrew in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. Medical records were not provided. Based on the available information it is not possible to determine the root cause for this issue. A further and more comprehensive investigation was performed to determine the necessity of potential corrective and/or preventive actions (refer to (B)(4)). No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that approximately three (3) months after implantation, during a routine post-operative checkup, it was found out that the leg screw had migrated to the outer side. No remedial action has been planned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. Concomitant medical products: z nail cmf 10.5 x 80 lag scr item#47249908010 lot#3079122. Additional reports have been submitted for this complaint: 0009613350 -2023 -00087. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.